Manufacturer narrative:
(B)(4). The analysis results found that the er420 instrument was returned with the jaws over twisted. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. The instrument locked out as intended. A corrective and preventive action has been initiated to address the root cause of the over twisted jaws. No conclusion could be reached as to what may have caused the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a cholecystectomy jamming occurred from the first shot. Additional suture was performed. There were no adverse consequences to the patient.